Event description:
The dealer, on behalf of the end user, called to order replacement legrest components for the device. Prior to shipment of the back-ordered legrests, the dealer called and reported that the legrest was broken at the knee and the end user had reported to the dealer that he had developed pressure sores. The dealer reported that they were aware that the user had attempted an unauthorized modification of the broken legrest by attaching a baking sheet to support the leg. The dealer states that they were unaware of the extent of the injury.

Manufacturer narrative:
As reported, the incident does not allege serious bodily injury as defined by statute. Next mobility is not aware if medical intervention was sought or required to prevent serious bodily injury. Evaluation: the alleged failed subcomponent is a power-elevating legrest. The user states that there was only physical damage and the electronics are intact. Results: the device was modified following the report of the broken legrest during the time the component was on back order. Further investigation and inquiries with the dealer conclude unauthorized modification contributed to the pressure sores reported. This device was originally manufactured by teftec. Next mobility has since acquired the assets of teftec and continues to support warranty claims and customer service requests of the teftec legacy devices along with new production of the omegatrac. The end user could not be contacted regarding the incident and all information was furnished by the dealer. Next mobility has attempted to retrieve the broken device for evaluation and it has not been returned from the end users possession as of the date of this report. Next mobility continues to attempt to retrieve the broken footrest with cooperation from the dealer for further investigation.